Event description:
In 2005, the lay reporter, the lay pt's spouse contacted lifescan alleging that the pt's one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the pt to obtain and clarify the following info: the pt takes humalog insulin at mealtime based on a sliding scale 40 units of lantus insulin daily at 8:00 pm. In 2005 at 5:00 pm the pt tested with the reported meter and took humalog insulin based on the meter reading; she did not recall the meter result obtained or the dosage of insulin taken. She ate dinner as usual after taking the insulin. At 7:00 pm, she passed out. Her spouse attempted to test her with the meter; however, "he was nervous and was unable to complete the test". The spouse called ems. The pt was revived enough for the spouse to give her orange juice to drink. The spouse tested the pt with the reported meter before ems arrived; the result was 220 mg/dl. When ems arrived, a result of 78 mg/dl was obtained on the ems meter compared to a concurrent reported meter result of 200 mg/dl. Ems treated the pt with oral glucose. The pt was not taken to the hosp. The customer service agent (csa) confirmed that the test strips were not expired and had been stored correctly. The code on the meter matched the test strip code. The csa discovered that the pt did not clean the puncture site correctly, which can contribute to inaccurate readings. The complaint is reported as an adverse event because the pt may have taken an inappropriate dose of insulin based on an erroneous result at 5:00 pm leading to her experiencing hypoglycemia. The meter, test strips, and control solution were replaced.